Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 1200mg/dl. The caller stated that after the customer was feeling better they released her. The husband stated that the customer was wearing the device and declined to troubleshoot. The caller was told that her insulin pump was set to 0.6 units the entire time and he needed to change to 0.4 units. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.